Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wi-fi footswitch cannot be used to change the recording channel. Upon troubleshooting, fse identified that there was a poor connection inside the foot switch affecting the shooting channel switching. The defective wireless footswitch was returned to philips for failure analysis. The analysis confirmed, a functional test failure and found that button did not activate the foot pedal when pressed. To resolve the issue, fse replaced the wireless footswitch. After replacement the system was returned to work in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that it was not possible to change channels using the wireless foot switch (wfs). The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.